Event description:
It was reported that the device had error - no disposable connected & co2 sensor accuracy. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Investigation summary: field technician stated issue of alarms - error codes / messages was confirmed. On 1-apr-26, etco2 was received unboxed and with paperwork. Unit boots with no disposable connected & error code 571.6200. Co2 sensor wire unplugged from connector j1. Unable to isolate where the loose wire originated. Device to be returned to san diego repair center for processing. Unit was opened and calibration required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.